Manufacturer narrative:
The lead was in use for treatment. The lead was implanted for approximately 13 years, 6 months. Review of the device history record identified no manufacturing rejects or anomalies. A review of complaints against this lot number found no additional complaints. Returned device analysis reveals a lead with extensive damage incurred during extraction, only a 5.8 cm segment of the proximal end of the lead was returned for analysis. The distal end was not returned. The lead was received in the condition making the evaluation impossible. This lead is no longer manufactured. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type. The permanent pacing lead final inspection procedure indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. Although the root cause of this failure could not be determined, potential causes of this failure may be: unsatisfactory electrode position or damaged coating on tip during implant. The potential effects from this type of failure include: less efficient pacing, more frequent battery replacement, intermittent or continuous loss of pacing or sensing, or another procedure may be required for repositioning or removal. Per the instructions for use (IFU): possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator.

Event description:
On (B)(6) 2014 the customer reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited low pacing lead impedance measurements less than 200 ohms and rising threshold measurements. There was a gradual decrease in the pacing impedance measurements noted. An insulation breach was suspected. Additional information was unable to be obtained. The system remains in service. No adverse patient effects were reported. The lead remains actively implanted for approximately 10 years, 6 months. On (B)(6) 2018, the customer reported additional information that the system (device and lead) were explanted for an unrelated death. On (B)(6) 2018, the customer reported additional information that indicates the date of death as (B)(6) 2017. It is believed that the patient was deceased because the return address belonged to a funeral home; no paperwork was provided.